Event description:
My 11-year-old son had a laceration to his lip over the vermillion border. He got stitches in a pediatric ER with a clear suture material that we were told would dissolve. There were 3 or 4 stitches that were external done with the same suture type. My son's lip healed very well but the stitches did not absorb at all. His lip looked completely healed with 3 loops of stitches just hanging out after about a week. We went back to the doctor at 2.5 weeks after the injury and they recommended the sutures be removed. It was painful and the skin had grown over the sutures a bit. My son's lip was bleeding and he has marks from where the sutures and been healed over and the skin needed to be removed. The entire suture material for all of the stitches was removed and even the suture material internal to my son's lip had not dissolved at all and seemed to look the same as when it was used initially. I believe these kind of stitches should dissolve on their own. My child experienced an additional unexpected procedure to remove the stitches and had additional bleeding and healing time afterwards. His lip is healing well now and hopefully the stitch marks won't scar. I don't have the stitch material that was removed but I do have pictures of the stitches at different stages. I think the stitches were polyglactin 910 rapid dissolving from what the md said but I don't have any more information on the suture type. It was part of a kit.